Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis identified the glass cap exhibited a distal circumferential fracture. The metal cap exhibited severe charred debris adhesion on its surface which suggests prolonged tissue contact during procedure. The fiber was functionally tested with a hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. Based on analysis results, the reported forward firing allegation was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, this fiber began forward firing, and its vaporization diminished. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, this fiber began forward firing, and its vaporization diminished. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, this fiber began forward firing, and its vaporization diminished. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.